Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reportable event could not be determined. This issue is addressed in the instructions for use (IFU) below: instructions evis exera ii ultrasound gastrovideoscope olympus gf type uct180 important information ¿ please read before use warnings and cautions [warning] ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that water tightness was lost due to damage on channel tube, due to wear of the forceps elevator lever, the up/down knob could not be locked securely, the scope body was shaved, the adhesive around objective lens had a chip, the adhesive on bending section cover had wear, the bending angle in up direction did not meet the standard value due to wear of angle wire, and the ultrasonic probe was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was a distal leakage on the evis exera ii ultrasound gastrovideoscope. The device was returned for evaluation. During the device evaluation, a gap between the acoustic lens and ultrasound probe was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.